Event description:
A patient reported that they received an prodisc c vivo implant on (B)(6) 2024 at level c4-5. The first 3 month after surgery he was doing well, the preoperative pain dramatically improved until 3 months after surgery, when he started experiencing "uncomfortable feeling and pain in shoulders with radiation to the brain and right eyeball". Sometimes the intensity of pain is 8-9 out of 10. It was found that the implant had shifted about 3-4mm and the surgeon is considering a revision.

Manufacturer narrative:
An MDR is indicated for this complaint. A patient reported that they received an prodisc c vivo implant on (B)(6) 2024 at level c4-5. The first 3 month after surgery he was doing well, the preoperative pain dramatically improved until 3 months after surgery, when he started experiencing "uncomfortable feeling and pain in shoulders with radiation to the brain and right eyeball". Sometimes the intensity of pain is 8-9 out of 10. It was found that the implant had shifted about 3-4mm and the surgeon is considering a revision. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The vivo device remains implanted in the patient, therefore no device evaluation could be completed. Device migration is confirmed, a cause for the migration is unknown. The submission is 1 of 1 devices involved in this event.